Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analzyed.

Event description:
It was reported that the lead had little bubbles on coating of the lead body. On the distal end was scrap silicon. And on the coil there were little pieces of silicon. It was further reported that the lead was found "suspect" by the implanter, that there was some clearly visible "sticky" material at the lead tip, and a sharp transition between coil and lead body, in combination with some particles that looked like "abrasive" from the silicone. The lead was not used. No patient complications have been reported as a result of this event.